Event description:
Procedure type: hernia. According to the reporter: balloon broke inside the pt. The surgeon believed that device came in contact with a rough surface of exposed mesh and forced it to rupture. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).